Event description:
Procedure: laparoscopic roux en y gastric bypass. According to the reporter, it is alleged that: the surgeon used an "endo gia 60-2.5 stapler for creation of the jejunojejunostomy - nothing unusual noted intraoperatively. The patient developed a leak at the distal aspect of the staple line on pod #5 with peritonitis, sepsis resulting in complicated los (118d). She is alive and doing reasonably well currently. The initial procedure was in 2004." Additional information received from the reporter indicates: that on day 4 post-op, the patient complained of pain, cat scan confirmed port site hernia. Brought to or, reduced hernia and inspected staple lines. Thirty six hours later (5 1/2 days post op), the patient became septic, inspected staple lines and found a very small perforation at the distal anastomosis, an area of the bowel that was not involved in the post site hernia.

Manufacturer narrative:
Date initial report sent: 7/20/2007.